Event description:
It was reported that the charger for an ilet bionic pancreas did not charge well and required a long time to charge, leading to provision of a replacement standard charger and education on best practices for use. Symptoms included no reported clinical effects. Outcomes included no reported impact on health, no alerts, and no alarms. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed user technique factors could have contributed, but a replacement was provided to mitigate recurrence. It was concluded that the event was related to a device accessory performance issue without patient injury.